Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
Patient's pump often displays occlusion, e-4 which potentially led to patient facing elevated blood glucose reading of 22.8 mmol/l. Patient received insulin via infusion; the name of the insulin and dosage was not provided. Patient was in intensive care unit from (B)(6) 2017. Beginning (B)(6)2017, patient moved to regular care unit. The infusion device was returned for investigation.